Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified: the initial reporter also notified the FDA in the month of august 2019 via medwatch uf/importer report# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a split catheter tip occurred during use with a bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "attempted lab draws two times from patient using bd insyte-n-autoguard 24ga x 0.56in catheter. Both catheters frayed/splintered inside the patient. This immediately stopped both lab draws and forced more pokes to the patient. Both catheters came from the same lot. 2 occurrences were reported, but the dates/times were not given.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. Root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Root cause could not be determined.

Event description:
It was reported that a split catheter tip occurred during use with a bd insyte-n¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "attempted lab draws two times from patient using bd insyte-n-autoguard 24ga x 0.56in catheter. Both catheters frayed/splintered inside the patient. This immediately stopped both lab draws and forced more pokes to the patient. Both catheters came from the same lot. 2 occurrences were reported, but the dates/times were not given.